Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 24, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging irritative cough related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation. The third-party service center concludes that the customer's complaint was not confirmed, and there was no error codes found. The device was corrected. Section h6 (clinical code) was missed in initial report and corrected in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.